Event description:
It was reported that during unpackaging of the balance middleweight guide wire, while removing the guide wire from the hoop, the guide wire separated approximately 40 cm from the tip. There was no force applied to the guide wire and it was removed from the dispenser hoop in the proper manner. The guide wire was not used and there was no patient involvement. Another same guide wire was unpackaged and used in the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.